Event description:
It was reported that the patient had fallen, resulting in right ventricular lead dislodgement. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.